Event description:
The initial attorney report alleged pain, scarring, disfigurement and permanent injuries after the implant of a composix kugel mesh. The following is based on medical records provided: (B)(6) 2002 - pt underwent repair of umbilical hernia with a perfix plug. During closure of the repair the medical records note a "ray-tec" sponge was not accounted for and therefore the wound was re-explored. The perfix plug was explanted and a second perfix plug was implanted. On (B)(6) 2004 - pt underwent repair with a composix kugel mesh. On (B)(6) 2006 - pt underwent repair of a recurrent ventral hernia with a second composix kugel mesh. The previously placed composix kugel mesh was noted to be adherent to the right side and bowel. Lysis of adhesions were performed and the composix kugel mesh was removed. The bowel was examined and was fully intact; the second composix kugel mesh was placed. On (B)(6) 2007 - pt underwent exploratory laparotomy and repair of a hernia recurrence with a 3rd composix kugel mesh. The previously placed (2nd ck) was excised. On (B)(6) 2008 - pt underwent repair of ventral hernia w/ non-bard graft. Previously placed composix kugel (3rd ck) was noted to be infected and removed. Lysis of adhesions performed. On (B)(6) 2009 - pt underwent wound exploration where a suture was identified and noted to likely have been the start to the infection. The suture was removed. On (B)(6) 2009 - pt underwent repair of a large recurrent hernia with bard sepramesh. The previously placed non-bard graft was excised and an old sinus tract was debrided. At the base of the wound the medical records note what appeared to be a small piece of old mesh was identified and removed.

Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified additional events. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt is diabetic and has an extensive history of recurrent ventral hernia repairs. The pt also is noted to be a previous tobacco user. The pt underwent repair of a hernia defect with a composix kugel mesh. The medical records do not contain the operative report for that repair. Approximately two yrs post implant, the pt developed a recurrence in which lysis of adhesions was performed. The mesh was noted to be torn away from the abdominal wall and was removed. Due to the operative dictation at the time of implant not being included in the medical records, it is unk how the mesh was fixated at the time of implant. The pt continued to develop recurrences following the repair with both bard and non-bard products. Although the pt was treated for several recurrences, it should be noted that recurrence is identified as a possible adverse reaction in the product's instructions for use. Adhesions are also identified as an adverse reaction in the IFU. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn at this time. See MDR 1213643-2012-00331 for info related to the perfix plug implanted on (B)(6) 2002. Info related to the composix kugel mesh implanted on (B)(6) 2006 was reported in accordance with (B)(4). See MDR 1213643-2012-00329 for info related to the composix kugel mesh implanted on (B)(6) 2007. The first perfix plug implanted in 2002 and the sepramesh implanted in 2009 will not be reported as no adverse event has been identified in the medical records.